Event description:
Patient reporting pump sn (B)(4) alarming no disposable, clamp tubing. Advised pump usually alarms that message when cassette is not aligned properly. Patient added that she had stopped and started pump and message went away. Replacement pump was shipped out to patient. We will be getting malfunctioning pump back for inspection. Product was in use but patient experienced no adverse effects. No other information known.